Manufacturer narrative:
Follow-up #1 product analysis: the device was returned and evaluated by product analysis on 03/02/2017 with the following findings: moisture was observed behind the display lens. Leak testing revealed a display lens leak and case seal leak. Moisture was observed on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that moisture was present behind the display lens. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.